Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board, most likely as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in march 2013, and it is over 7 years old, has exceeded its expected service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the archive showed multiple ua41 (patient temperature sensor failure) error messages to have occurred on 08/05/2020. The ua41 errors were cleared by the user. During functional testing, the ua41 error could not be replicated; nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) was replaced to remedy the fault. Unrelated to the reported complaint, it was noted that the drivetrain motor brake gap was too wide, out of the specification. The probable root cause for the observed issue was due to normal wear and tear. The brake gap could not be adjusted and continued to open out of specification. The drivetrain motor was replaced to address the issue. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2020 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.